Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a patient with communicating hydrocephalus on (B)(6) 2015. The initial pressure setting is unknown. Since occlusion of the valve was confirmed an approximately one year after implantation, the device was removed on (B)(6) 2016. A revision will be plan to take place after the patient's condition become stable. The surgeon requested to locate the occlusion point in the valve and investigate the cause of the occlusion. The patient is good.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 70mmh2o. The valve was hydrated for about 36 hours. The valve was visually inspected: the proximal connector was disconnected form the silicone as well as needle holes in the needle chamber were noted. The valve was flushed. The valve passed the test no occlusion was noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The siphon guard was tested. The valve passed the test. The valve was reflux tested. The valve passed the test. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheters were irrigated, no occlusion was noted. The siphon guard was removed. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3842, with lot cppbr3, conformed to the specifications when released to stock in 27th march 2014. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.